Manufacturer narrative:
Additional information in h3, h4, h6. H10: the device evaluation is complete. A visual inspection with the naked eye noted a loose green cap from the patient connector inside an open pouch. There was no evidence of damage or issues noted with the patient connector and green cap. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green pull ring cap had disconnection from the patient line of an amia automated pd cycler set and was loose within the device packaging. This was observed prior to patient use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.